Manufacturer narrative:
Pump passed the displacement test, self-test, active current measurement and sleep current measurement. No unexpected replace battery alarm during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 7.0 received the low battery alert (104) on 07/16/2025 14:06:00 faster than expected at 0.01 days. Battery cycle 6.0 received the low battery alert (104) on 07/15/2025 18:10:00 after more than 7 days at 14.62 days. Battery cycle 5.0 received the low battery alert (104) on 06/30/2025 17:37:00 after more than 7 days at 15.27 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked keypad overlay identified during the visual inspection. Unexpected battery power loss and charge/battery lasts less than expected was confirmed, expecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump did not turn on, and short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.